Event description:
It was reported the patient's device was in a power on reset condition (por). It was stated the patient went to recharge their device on (B)(6) 2011 and saw a por message. It was later found to be a "watchdog timeout" code. Troubleshooting was suggested, but no patient outcome was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).